Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock. The rhythm ID (rid) failed due to rate dependent bundle branch block (bbb) at 190 beats per minute (bpm). The physician wanted to do non-invasive program stimulation (nips) to capture manual template at that upper rate. Additional information indicates that nips was performed but could not induced. Further, zone was raised to 200 bpm. This ICD remains in service. No additional adverse patient effects were reported.